Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, all pieces were returned for investigation. All pieces were intact with no material integrity issues or other visual anomalies. All male pins and female sockets were intact. All edges were intact and smooth, with no cracks present. Glue was found (present) within all female sockets. The tip was intact with obturator blade was intact with no cracks or chips found. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling - shipping/handling damage or extreme conditions subsequent to distribution from stryker's sustainability solutions. The instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the trocar cap and entire top piece of trocar fell apart as surgeon was pulling gallbladder out of the abdomen. As reported, the pieces did not fall into the patient. The outside portion of the trocar fell apart outside of the patient. All pieces were retrieved. There was no patient injury or medical intervention and extended procedure time reported was 3-4 minutes. These are commonly used devices that are readily available.